Event description:
It was reported that the crews applied the device correctly with no error messages and the pt had several rib fractures on both sides at the same locations.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.